Event description:
In 2006, the pt had a 20mm helex septal occluder implanted. The following day, the device was visualized using echocardiography and the pt was released to go home. The pt did not have echocardiography performed at his one month visit. Instead he had a transcranial doppler performed which detected a shunt. At the 6 month follow up a tte (transthoracic echocardiography) was performed, but the device could not be seen. The pt was then sent for a cts scan in 2007. It was discovered that the device had embolized to the aortic bifurcation where it was removed in a laparoscopic procedure eight days later.

Manufacturer narrative:
The device was retained by the explanting physician and the lot# is unknown.